Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an interrogation loss of capture of the left ventricular (lv) lead was discovered. It was determined that the lead was dislodged. The lv lead was subsequently explanted and replaced. The patient is a participant of the (B)(6) study. No patient complications have been reported as a result of this event.